Manufacturer narrative:
(B)(4). Date sent: 10/12/2015. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips are not secure and falling off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.